Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, no fluid ingress between electrodes 1 and 2 was noted during leak testing. The shaft material was fractured proximal to the pull ring; however, no indications of fluid ingress during the procedure were noted. The fracture in the shaft material could not be attributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture could not be conclusively determined.

Event description:
This report is to advise of a fracture noted during analysis.